Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. On the initial emdr - health effect - h6-impact code should be f26, type of investigation code should be b21, h4 should be ni. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for a service inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flushing pump has poor water supply. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump had a tube floating out of pump and experienced poor water feeding. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flushing pump had a tube floating out of pump and experienced poor water feeding. The issue occurred during an unspecified procedure. There were no reports of patient harm.